Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a concentric lesion in the proximal to mid left anterior descending artery (lad) with no tortuosity and no calcification that was 75 to 90% stenosed.. An unspecified guide wire was advanced and crossed the lad and first diagonal branch. Then a 3.5 x 28 mm xience sierra stent delivery system (sds) was advanced, but failed to cross due to the resistance met with the guide wire. The sds was removed with resistance with the guide wire and flared struts were observed. The procedure was successfully completed with another 3.5 x 28 mm xience sierra (sds). There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult positioning or removing of the guide wire; however, the reported material deformation (flared struts) appears to be related to circumstance of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.